Manufacturer narrative:
Pt age and gender: patient information is unknown as it was not provided and no known consequence to patient. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service specialist replaced the advantech board, network adapter, instrument manager, stack thru contact connector, and subsystem controller board. While the fss on site, a preventative maintenance was performed. As part of the preventative maintenance, the filters were replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. Although the unit was repaired, a decision was made to replace the phacoemulsification unit as requested by the surgery center. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
UDI: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the phacoemulsification unit displayed a 2012-ih timeout error and a safe mode state. The issues occurred on (B)(6) 2015. The surgery center indicated during a cataract extraction procedure, the phacoemulsification unit stopped and displayed a safe mode error message. The surgeon had to stop the surgery and restart the unit while the patient¿s eye was open. All scheduled surgeries were postponed the day of event. A week later, the surgery center reported the unit had issues occurring again on three occasions on the same day. The surgeon had to cancel part of his surgery daily program. One of the three issues occurred during a monophthalmic surgery. Although the procedure was completed, there was a 30 minute delay to finish the procedure. The surgery center requested the phacoemulsification unit be replaced due to the continuous issues reported. The reported event is a product problem and there is no patient injury reported.